Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported injecting a patient with evolysse smooth in and around the lips, perioral lines, and brows.. Approximately one (1) week post injection, the patient experienced induration and swelling/inflammation at all injection sites. The hcp treated the induration with 30 units of hyaluronidase in areas of injection swelling/irritation, however, the inflammation/swelling persisted.